Event description:
A contact from a hemodialysis (hd) user facility contacted fresenius technical support to request a machine evaluation on a fresenius 2008t machine. It was reported that an unspecified patient incident occurred on the machine during a treatment. Additional information was provided through follow-up with the clinic manager (cm). The patient arrived for a regularly scheduled hemodialysis (hd) treatment and did not express any complaints prior to the initiation of treatment. The treatment was scheduled for a total of three hours. Approximately two hours and thirty minutes into the treatment, the patient went into cardiac arrest. The treatment was stopped, and the patient¿s blood was rinsed back with a 300 ml bolus of normal saline. There was no blood loss. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. The ambu bag was applied to the patient. The automated external defibrillator (AED) was applied, and shock was advised. CPR continued. The AED advised no shock the second time. At this point, emergency medical services (ems) arrived and assumed care. The patient was transported to the hospital where they were admitted. The patient recovered from the cardiac arrest and remains hospitalized. It was determined the patient was in atrial fibrillation (a-fib) with rapid ventricular response (rvr) at the time of the cardiac arrest. The patient has a history of a-fib and other unspecified cardiac comorbidities. The cm stated there were no issues with the patient¿s treatment or any machine issues prior to the cardiac arrest. Following the incident, the machine was evaluated by a fresenius field service technician. The ultrafiltration (uf) verification was verified, functional checks and heat disinfection was completed. No machine malfunction was found.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst concluded that the 2008t hemodialysis (hd) machine was operating properly. No issues were found during functional testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the machine inspection performed by the fst, the cause of the reported problem was not able to be confirmed. The machine passed all functional testing and was confirmed to be working as expected.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis utilizing the fresenius 2008t machine and the patient event of cardiac arrest with subsequent hospitalization. However, there is no documentation to show a causal relationship between the cardiac arrest and use of the 2008t machine. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The patient was reported to be in atrial fibrillation with rapid ventricular response (rvr) at the time of the cardiac arrest. The patient has a history of atrial fibrillation and other unspecified cardiac conditions. Atrial fibrillation (af) is the most common arrhythmia afflicting the adult population with a structurally normal heart, as well as the population of those with heart disease with the risk of cardiac arrest being 2¿3-fold higher in patients with af compared to the general population. There were no reported issues with the machine during the treatment and the field service technician found no malfunction during the machine evaluation. All functional tests passed. Based on the available information and no allegation or evidence of a malfunction or deficiency, the 2008t machine can be excluded as the cause of the patient¿s cardiac arrest and hospitalization.

Event description:
A contact from a hemodialysis (hd) user facility contacted fresenius technical support to request a machine evaluation on a fresenius 2008t machine. It was reported that an unspecified patient incident occurred on the machine during a treatment. Additional information was provided through follow-up with the clinic manager (cm). The patient arrived for a regularly scheduled hemodialysis (hd) treatment and did not express any complaints prior to the initiation of treatment. The treatment was scheduled for a total of three hours. Approximately two hours and thirty minutes into the treatment, the patient went into cardiac arrest. The treatment was stopped, and the patient¿s blood was rinsed back with a 300 ml bolus of normal saline. There was no blood loss. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. The ambu bag was applied to the patient. The automated external defibrillator (AED) was applied, and shock was advised. CPR continued. The AED advised no shock the second time. At this point, emergency medical services (ems) arrived and assumed care. The patient was transported to the hospital where they were admitted. The patient recovered from the cardiac arrest and remains hospitalized. It was determined the patient was in atrial fibrillation (a-fib) with rapid ventricular response (rvr) at the time of the cardiac arrest. The patient has a history of a-fib and other unspecified cardiac comorbidities. The cm stated there were no issues with the patient¿s treatment or any machine issues prior to the cardiac arrest. Following the incident, the machine was evaluated by a fresenius field service technician. The ultrafiltration (uf) verification was verified, functional checks and heat disinfection was completed. No machine malfunction was found.